Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was monitored no time loss or gain noted. The insulin pump has cracked case at the display window corners and reservoir tube lip.

Event description:
It was reported that the customer experienced high blood glucose over 600 mg/dl. She stated she had had issues with high blood glucose four times. At the time of this report, customer's blood glucose was 334 mg/dl and she felt symptoms of dry mouth, headache, and dizziness. She treated with manual injection. Customer stated she had high ketones on (B)(6) 2015 and a high blood glucose of 590 mg/dl. During troubleshooting, the drive support cap appeared normal. Air bubbles were found in the reservoir. Customer was advised to deliver a fixed prime into the air until bubbles were no longer visible. Customer stated insulin was not stored at room temperature. No leaks were found in the infusion set tubing. The bolus wizard was reportedly programmed inaccurately. Customer stated husband found her unresponsive in (B)(6) 2015 and may have changed this. He gave her manual injection and changed set. Tubing next to connector cap was kinked on infusion set. Nothing further reported.